Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: croatia. It was reported that during aortic valve replacement surgery, the suture thread broke and the pledget was too soft.

Manufacturer narrative:
Samples received: 3 unopened units. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed in the market. There are no units in stock. Tested the knot pull tensile strength of the closed samples received and the results fulfills the OEM requirements. Tested the bridge breaking strength in the pledgets of the closed samples received and the results fulfilled the OEM requirements. Pledgets have also been analyzed according to flexibility test and the results are within the current range for this product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.